Manufacturer narrative:
Remote support from the customer care solution center was received. Available details indicate that the device had exhibited symptoms of a critical failure. Details provided in an update from the source case indicate that the customer was instructed the device was out of warranty and to remove the AED from service and not use the device on anyone. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.